Manufacturer narrative:
We have contacted the hospital several times to gather more information but have been unsuccessful in obtaining.

Event description:
Nex d-2 cannulated screw. Patient needed correction surgery done as the rod came disengaged with the screw.